Event description:
No aiming beam and no power was noted. Reporter stated that approximately 3,000 joules into a knee arthroscopy procedure, the physician noted that there was no power and no aiming beam exiting from the distal end of the device. The procedure was completed using another device (shaver). No injuries reported. Note: visual inspection of tip by reporter noted a burn hole located where the 30-degree curve begins.